Event description:
It was reported that the patient experienced cardiac arrest and it was noted via remote transmission that the low-voltage right ventricular (rv) lead had undersensed r-waves and ventricular tachycardia (vt) was not detected by the cardiac resynchronization therapy pacemaker (crt-p). The rv lead was explanted and replaced with a high-voltage rv lead and the crt-p was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.